Event description:
Reportable based on device analysis completed on 30-nov-2018. It was reported there was resistance with the guidewire. A rotawire and 1.75mm rotapro device were selected for use in the coronary. During the procedure the rotapro had resistance on the wire when going through the guide. The procedure was completed with standard techniques. There were no patient complications. However, device analysis found the tip was detached. Device eval by manufacturer: the device has a number of kinks along the body. The proximal end and its spring tip are not present. There is evidence of a breakage on the core wire of the distal tip.